Event description:
It was reported that during a graftlink procedure, the button broke, the wire was reversed regarding the loop. Patient´s bone quality was normal, the implant broke when pulling on the suture, a part of the button is free in the vastus medialis. The broken piece stayed inside patient. Surgery was finished using another ar-1588rt from the same lot, without any problems.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and an evaluation is still in progress. The cause of the event could not be determined from the information available. Additional information has been requested from the complainant. If additional relevant information is obtained from the request and the investigation, a follow-up MDR report will be submitted. This is the first complaint of this type for this part/lot combination.